Event description:
Additional information indicates that this patient will be monitoried via the remote home monitoring system. The lead at this time, is still providing therapy therefore, no surgical intervention is planned at this time.

Manufacturer narrative:
(B)(4). The investigation is currently on-going. This report will be updated upon receipt of additional information.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited a sudden increase in pace impedance measurements. The measurements were high and out of range at greater than 2,000 ohms. The lv thresholds and r-waves remain unchanged. Boston scientific technical services (ts) provided troubleshooting efforts. No adverse patient effects were reported.